Event description:
I had essure 10 yrs ago because the dr refused to do any other type of sterilization. I was promised it was painless, safe, and effective for preventing pregnancy, 6 yrs later, wound up pregnant anyways, miscarried because the coil had migrated into my uterus and is embedded in the lining of my uterus, and is still there today. Have had to worry about getting pregnant again, as essure did not work considering I still got pregnant afterwards, and do not qualify for any other type of birth control. Tomorrow I have to have a hysterectomy. Insurance would not pay for me to have my tubes tied after the essure, because they had already paid for one (failed) sterilization. Also wound up with a cyst on my ovary. Have talked to thousands of women who've had even worse horror stories than mine. This barbaric procedure needs to be taken off of the market. It causes so many health problems for thousands of us, and thousand have gotten pregnant afterwards, like myself. I cannot believe drs are still doing essure after all the many horror stories that have come with it. The material the coils are made of are highly dangerous.